Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 8 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the vessel morphology was reported as the aortic neck had a reverse funnel with 45 degrees angulation, moderate tortuosity, and mild calcification. The pt presented with pain and low blood pressure. It was reported that recent imaging identified a rupture of the left common iliac artery aneurysm. The physician treated the pt with another MFR's stent graft two months ago. However, the pt reportedly experienced significant blood loss from the ruptured left common iliac artery aneurysm and post operatively the pt expired. No further info has been provided.

Manufacturer narrative:
(B)(4). Eval, results: death, ruptured vessel/aneurysm. Reverse funnel with 45 degrees angulation and moderate tortuosity. Eval, conclusions: reverse funnel with 45 degrees angulation and moderate tortuosity.